Manufacturer narrative:
Technician found worn out bearings on the brake block. The technician replaced the bearings and brake /steer caster to resolve the issue.

Event description:
Technician alleged that the brakes were not holding. No pt impact.